Manufacturer narrative:
(B)(4). This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedance with regard to the right atrial (ra) lead. The onset of the high impedance occurred at the same time as a stored episode of oversensing of the respiratory rate trend feature on the ra channel, which resulted in an inappropriate atrial tachycardia response (atr) episode. There was also evidence of loss of capture on the ra lead. Technical services (ts) recommended that the patient be evaluated in clinic as well as a possible chest x-ray to assess the lead. Additional information received indicated that this ra lead was explanted and replaced due to suspected fracture. The lead exhibited high out of range impedance > 3,000 ohms and high capture thresholds. No additional adverse patient effects were reported.